Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, investigation revealed moisture in the battery compartment. A leak test revealed multiple cracks in the battery compartment. The pump was opened and there was moisture observed throughout the pump casing. The pump powered on to a blank display and was unable to be downloaded. Further testing was not able to be performed due to the unrelated blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.